Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2014. The procedure was completed without incident and the patient was discharged home. Several days after the procedure, the patient returned to the ER with shortness of breath. Chest x-rays showed no infiltrate. The patient returned two days later with fever and shortness of breath. Chest x-rays remained normal but CT showed collapsed right lower lobe and sputum grew (B)(6). The patient was hospitalized for pneumonia. It was reported that the patient was released from the hospital on (B)(6) 2014 and is currently ¿much better¿.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.